Event description:
It is reported that 2 patients who rec'd zimmer nexgen lps flex knees after uni knee revision experienced less than 90 degrees flexion; all were treated successfully with passive and active flexion physiotherapy, without manipulation under anesthesia.

Manufacturer narrative:
Information was rec'd via published literature: please reference literature at the following location: http://dx.doi.org/10.1016/j.arth.2015.05.042. The part numbers and lot numbers are unk; therefore, the device history records could not be reviewed and the product history search could not be performed and compatibility could not be assessed. These devices are used for treatment. Surgical notes were not provided. Therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. However, the complaint may be revised upon return of product or further information.